Event description:
Customer reported a malfunction on the pump, with no notable prior events. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and confirmed no recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if the issue recurs.